Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump does not record correct date when reservoir was changed. During troubleshooting, pump recorded correct information. Customer will monitor pump and call back should issue persist.